Manufacturer narrative:
Device was received with a critical pump error (open book image) alarm and pump error 35 alarm, problem isolated to the force sensor. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a broken force sensor was detected during seating or regular delivery alarm. The customer¿s blood glucose level was 199 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer states pump was not exposed to a high magnetic field. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.